Manufacturer narrative:
All available information was investigated, and the reported difficulty lowering the gripper could not be replicated in a testing environment due to the condition of the returned device as the gripper line was returned broken. However, it was observed that the gripper was unable to raise. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to lower the gripper. The observed inability to raise was due to the identified broken gripper line. The broken gripper line appears to be due to troubleshooting maneuvers of the difficulty lowering the gripper. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, gripper orientation was performed and was successful and were cycled three times. While actuating both the grippers, one gripper was unable to lower while grasping the leaflets. To troubleshoot, the clip was locked and unlocked in an attempt to lower the grippers but was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1-2 post-procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.